Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that she had high blood glucose of 400 mg/dl and her insulin pump is not working correctly. Customer stated that her insulin pump is crack and a chunk is missing at the reservoir compartment. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window and missing end cap sticker.